Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with: discogenic low back pain, degenerative disc disease l5-s1; adjacent segment syndrome l5-s1 and underwent the following procedure: anterior lumbar interbody fusion at l5-s1; anterior lumbar interbody fusion at l5-s1 with biomechanical intervertebral body peek device; anterior lumbar plating l5-s1. As per op-notes, ¿..it should be noted that prior to placement of the cage, we copiously irrigated the interbody space, packed it with some bone morphogenic protein and also packed it with two additional rhbmp-2 sponges into the cage itself. When we were placed with the positioning of all the screws and plate itself, we then employed the plates locking mechanism. This completed the anterior interbody fusion and instrumentation portion of the procedure.¿ patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.